Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the patient wanted a malleable device. A new 20 cm x 12 cm spectra penile prosthesis was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.